Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4076 lead: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was feeling extremely fatigued and was seen in the emergency room. The patient's heart rate was in the twenties. Upon interrogation, the device reported a ventricular lead warning. The lead had no capture, high impedance, high threshold, and a possible fracture. The lead was reprogrammed to unipolar and is still in use. The lead will remain in unipolar and will be replaced in a few years when the device is replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Automatic lead diagnostics shows ventricular lead impedance increased from approximate baseline of 400 ohms to greater than 4000 ohms. A ventricular lead warning occurred on 2014-(B)(4). The ventricular capture management trend shows right ventricular lead threshold rise from baseline of 0.75 volts to becoming high or out of range.